Event description:
The passeo-35 balloon was selected for treatment of a severely calcified lesion in the iliac artery. The device was placed in the target lesion. During inflation at 5 bar, the balloon lost pressure. After removal, a pinhole was detected. A second passeo-35 with same size but another lot number was used and the same problem occurred.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed a fine jet of water in the medial balloon part when applying a pressure. The microscopic analysis of the balloon surface showed a microscopic leakage with tiny scratches close to the pinhole. It seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.